Event description:
Vial access cannula broke off and was pulled into the syringe. The nurse identified foreign material in the syringe and did not administer to the pt. The valium was wasted and the syringe was given to pharmacy.